Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys cortisol ii result for one patient sample with the cobas e 801 module. The initial result was <1.5 nmol/l. The repeated result was 276 nmol/l. Another sample was tested with a result of 258 nmol/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 527949 with an expiration date of 28-feb-2022.